Event description:
Pt complained of pain. It was found that the plastic had worn through to the metal back. The mg ii patella was replaced. The mg ii patella was a white porous implant. The hosp retained the part.